Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sounds were different than what was saved on the receiver. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. A global receiver functional test was performed and resulted in no failures related to the reported event. A manual "try-it" test was performed and passed. A sound test on the receiver communication tool was performed and passed. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No additional event or patient information is available.